Manufacturer narrative:
The manufacturing site ID was previously reported as 3004209178. Additional review indicates the correct manufacturing site ID is 3007566237. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device wasn't working. No patient symptoms and no further complications have been reported as a result of this event.